Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of discoloration / variation in color / cloudy was not confirmed upon inspection of the photo. The reported failure was not observed in the supplied photograph. Bd cannot confirm the cause of the failure to our manufacturing process since the defect was not confirmed and no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: device was received with slight discoloration of the rubber .

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: device was received with slight discoloration of the rubber .